Event description:
A pt reported experiencing inaccurate erraatic results using a lifescan meter. The pt's blood glucose results were 556 mg/dl, 282 mg/dl. Tests were done within 10 mins with a difference of 58%. Pt did not experience any adverse events. No further info has been reported. Note: in the reported issue notes it was documented that, "codes matching at 8. Control solution: 224(93-125)."